Event description:
It was initially reported that the device was draining the batteries. There was no pt use associated with the reported failure. Upon eval by physio-control it was observed that the device's battery was depleted. The device would not deliver therapy.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the device and verified the reported failure. The device was tested with a known working battery and the unit delivered shocks; however, the cause of the premature discharge of the batteries was not determined. The customer received a replacement device.